Manufacturer narrative:
The insulin pump powered up properly. No blank display or button error alarms were noted. The insulin pump had no button response due to corroded keypad traces. No battery out limit alarm was noted. The operating currents could not be tested, and low battery alarm and off no power alarms could not be tested for, due to the buttons not responding. The insulin pump had a minor scratched display window, cracked battery tube threads, a scratched reservoir tube window and a cracked reservoir tube lip. No further damage was noted.

Event description:
The customer reported that the battery was running down quickly in her insulin pump and the screen was blank on the insulin pump following several battery changes. The screen came back on after the 4th battery change. The customer's blood glucose was 52 mg/dl. The customer also received a button error alarm. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.